Event description:
The field engineer reported that the system was sending images slowly over pacs and intermittently locking up during the send process. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image send destination was changed. The system was then found to be operating as intended.